Event description:
Pt was hospitalized for three days because of cochlear implant infection. Then pt was sent home and was put on home i.v. Por about a month. They have had no problems since 2001. Pt was implanted in 2001. Pt's cochlear was turned on as of 2001.